Manufacturer narrative:
Insulin pump received with no act button response due to corroded keypad trace. No button error alarm noted during testing. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked pump belt clip slot and missing end cap sticker. No moisture damage inside insulin pump noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed for button error. The alarm could not be cleared. Blood glucose reading at the time was 234 mg/dl. Insulin pump might have been exposed to water. Advised that the insulin pump will be replaced. Nothing further reported.